Event description:
At 12:52 am on (B)(6) 2011, the customer activated the device at 12:52 am at which time her blood glucose measured 138 mg/dl. At 8:43 am her bg had risen to 284 mg/dl and she was having a meal containing 48 grams of carbohydrate, so she administered a 5.65 unit insulin bolus. At 10:15 am her bg measured 288 mg/dl, so she deactivated the device. When she removed it, she observed that the cannula was "a bit bent."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported bent cannula or determine if some other product condition could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod, " and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."